Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the indicators were lighted on the front panel due to failure of the power supply unit. Additionally, the output connector locking trigger mechanism was found locked and physically impossible to be released. As a result of water intrusion into the inside of the device, signs of moisture and rust were found. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source fails to turn on. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the power up failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a failed power supply unit which was likely damaged by water invasion. Mishandling of the device was thought to have led to the water invasion. Olympus will continue to monitor field performance for this device.